Manufacturer narrative:
The similar device with product ID: 55840014530 and 510(k)#: k113174 is marketed in us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for pyo genic spondylitis at t7/8. It was reported that revision surgery was performed for fusion extension which became necessary due to pyogenic spondylitis and replacement of backed out screws. There was patient involved in the event and no further complications were reported. Additional information was received on 2020-aug-25: the products were explanted and will not be returned as they were discarded by customer. Additional information was received on 2020-sep-08: the event happened one year after the initial operation that happened on (B)(6) 2019.